Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed to fully open preventing the drawer pocket from being exposed, preventing access to stored medication. The station logs confirmed that the system was accessing the cubie memory at the time of the transactions, and the drawers were functional. Created a production issue 41641 to discuss an enhancement or next steps to help with this type of situation with the development team.

Event description:
It was reported by the customer that a pyxis medbank system drawer pocket lid failed to open when trying to remove medication for a patient. Customer stated that the required medication was furosemide injection 20mg/ml and that users tried to remove it to prevent the patient from drowning, but it took too long than expected, as a result the patient was rushed to the hospital. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis medbank system drawer pocket lid failed to open when trying to remove medication for a patient. Customer stated that the required medication was furosemide injection 20mg/ml and that users tried to remove it to prevent the patient from drowning, but it took too long than expected, as a result the patient was rushed to the hospital. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-nov-2021 to 17-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to fully open which prevented the drawer pocket from being exposed, preventing access to stored medication. The station logs confirmed that the system accessed the cubie memory at the time of the transactions, and the drawers were functional. The technical support specialist created pi 41641 to discuss an enhancement or next steps to help with this type of situation with the development team. The system functioned as intended after being assessed by the technical support specialist.